Manufacturer narrative:
Corrected data: h6 (health effect - clinical code, investigation findings). Updated results of investigation: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the reported ¿missing a step¿ was likely a precipitating factor to the patient dislocation even though referred to as an ¿innocuous injury¿ as symptoms (sudden instability, recurrent subluxation/dislocation) reportedly began after the incident. Although it was reported that ¿the patient underwent a manipulation under anesthesia following the first dislocation¿, this was likely more of a reduction of the dislocation, and not the commonly performed manipulation under anesthesia for adhesions/scar tissue release. The surgeon ¿suspects this is an issue with the size of the peg in patients who have had 10 years of good function with the journey I and hence have put significant pressure though it¿. As of the date of this medical investigation, the requested clinical documentation including the operative report and x-rays have not been provided. Clinical factors which could have contributed to the reported event could not be definitively concluded based on the information provided. The patient impact included the dislocation with sudden instability following the ¿innocuous injury¿, ¿manipulation under anesthesia¿, recurrent subluxations/dislocations, and revision with intraoperative finding of post-fracture/broken tip. Reportedly, the patient is doing well post revision. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review and product prints review could not be performed. A review of the instructions for use documents for knee systems revealed in the warnings and precautions section that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. A review of previous actions concluded that there is a higher than expected risk of revision surgery for the first generation of journey bcs systems. It was recommended to undertake a field safety corrective action to inform surgeons of the higher expected risk of revision, and ensure clear communication that the device should only be used for polyethylene exchange revision of journey bcs total knee constructs where the femoral component and tibial baseplate are well fixed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery with a journey I bcs system was performed, the patient experienced dislocation of the tkr after an innocuous injury when they missed a step at home. The tka had been performed ten years ago, with a secondary patellar re-surfacing two years later. The patient underwent a mua following the first dislocation, which was then followed by two further atraumatic subluxations/dislocations; after which a revision was performed. Intraoperatively, it was found that the post from the polyethylene insert was fractured with the top 5 mm of the peg having broken off, hence causing the instability. All samples for microbiology and histology were negative for infection. There were no post-operative complications, the patient is doing well post revision.

Manufacturer narrative:
Section h10: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation including the operative report and x-rays have not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. Per case details, the patient reportedly experienced sudden knee instability due to the polyethylene insert was found to be broken off. It was further communicated the patient underwent a revision approximately 10 years post implantation due to the event; however, the patient outcome and current health status remain unknown. Additionally, it is unknown if there was component migration, hyperextension, and/or trauma involved. The patient impact beyond the reported insert peg breakage ¿causing the instability¿ and subsequent revision cannot be determined. Therefore, no further medical assessment can be rendered. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review and product prints review could not be performed. A review of the instructions for use documents for knee systems revealed in the warnings and precautions section that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. A review of previous actions concluded that there is a higher than expected risk of revision surgery for the first generation of journey bcs systems. It was recommended to undertake a field safety corrective action to inform surgeons of the higher expected risk of revision, and ensure clear communication that the device should only be used for polyethylene exchange revision of journey bcs total knee constructs where the femoral component and tibial baseplate are well fixed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).

Manufacturer narrative:
H11: additional information: a1: patient identifier. B6: relevant tests/laboratory data, including dates. Corrected data b2: outcomes attributed to adverse event. B5: describe event or problem. G2: report source: this complaint originated from a user report submitted to the mhra in 2023. On june 19, 2025, the agency provided smith+nephew with a literature article containing additional information (doi: 10.1016/j.knee.2023.12.009); prompting the submission of this supplemental report. H6: health evaluation codes.

Event description:
It was reported that, after a tka surgery with a journey I bcs system due to primary osteoarthritis, the patient experienced prothesis dislocation after an innocuous injury when he missed a step at home. Tka had been performed ten years ago, with a secondary patellar re-surfacing two years later because of anterior pain. This event was addressed by performing a manipulation under anesthesia and closed reduction. However, recurrent episodes of atraumatic subluxation and dislocation of the prosthetic knee continued. Clinical assessment revealed instability in flexion beyond 120 degrees, with posterior dislocation occurring in hyper-flexion. Radiological evaluation demonstrated suboptimal alignment of components: coronal plane with an aldfa of 80.2 degrees (equivalent to a dfva of 9.8 degrees) and an ampta of 84.1 degrees (tibial tray was in 5.9 degrees varus in relation to anatomical and mechanical axis of the tibia). His lateral radiograph demonstrated a ps of 2.4 degrees. There was no significant radiological evidence of loosening or wear on serial radiographs. Microbiology tests ruled out presence of infection. This event was addressed by performing a full revision of the femoral and tibial components, upon which fracture of the top 5mm of the tibial polyethylene post was confirmed to have fractured off. A legion revision tha was placed in exchange. At six weeks after surgery, the patient had a range of movement of 0¿115 degrees flexion with mild quads weakness; by four months he had regained full range of movement from 0¿130 degrees flexion.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation including the op report and x-rays have not been provided. Of note, the journey bcs tk system field safety notice did not include recall of the journey bcs tibial inserts & communicated that 1st generation journey bcs tibial inserts should only be used for polyethylene exchange/revision of the 1st-gen. Journey bcs tk constructs where the femoral component & tibial baseplate are well-fixed. The instructions for use document includes dislocation & subluxation as possible adverse effects from improper implant positioning, among others. The reported component mal-alignment along with ¿missing a step¿ was likely a precipitating factor to patient dislocation even though referred to as an ¿innocuous injury¿ as symptoms (sudden instability, recurrent subluxation/dislocation) reportedly began after the incident. Although it was reported that ¿the patient underwent a manipulation under anesthesia (mua) following the first dislocation¿, this was likely more of a reduction of the dislocation (closed reduction), and not the commonly performed mua for adhesions/scar tissue release. The surgeon ¿suspect this is an issue with the size of the peg in patients who have had 10 years of good function with the journey 1 and hence have put significant pressure though it.¿ the component malalignment finding, ¿innocuous injury¿ followed by closed reduction, and hyperflexion cannot be ruled out as contributing factors to the event. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review and product prints review could not be performed. A review of the instructions for use documents for knee systems revealed in the warnings and precautions section that the implant can break or become damaged as a result of strenuous activity or trauma. In addition revealed in possible adverse effects that dislocation and subluxation can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. A review of previous actions concluded that there is a higher than expected risk of revision surgery for the first generation of journey bcs systems. It was recommended to undertake a field safety corrective action to inform surgeons of the higher expected risk of revision, and ensure clear communication that the device should only be used for polyethylene exchange revision of journey bcs total knee constructs where the femoral component and tibial baseplate are well fixed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H9: list correction/removal reporting number: hhe-2018-47-tn and field action r-2018-26 previously initiated.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery with a journey I bcs system was performed, the patient experienced sudden instability in the past six months. The peg from the polyethylene insert has broken off hence causing the instability. A revision surgery was performed to treat this adverse event. Further information was not provided.